Event description:
The pt reported she has received 04 (occlusion) error messages on her replacement insulin infusion device and she has not yet been able to use it. During troubleshooting, it was discovered the pt was using an expired infusion set tubing. The pt was advised to discard it and to use a new tubing. The pt did so but still received an 04 message. She stated there were a lot of air bubbles in the cartridge. When asked, the pt stated she did not allow the insulin to reach room temp before using it. The pt was advised to always use room temp insulin. The pt removed the air bubbles in the cartridge, reinserted the cartridge and primed the infusion set. She received another 04 message. She saw an air bubble in the tubing and primed to remove it. She then bolused and received another 04 message. The pt was instructed to remove and replace the batteries and run an empty prime which went through without error. She was instructed to reinsert the piston rod, cartridge and adapter and to run a prime through the adapter which went through without error. The pt was instructed to change the infusion tubing and prime through it which went through without error. The pt reconnected to her infusion device and gave herself a bolus which successfully went through. No physiological effects were reported. The pt did not require assistance form a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.